Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance measured 3192 ohms by (B)(6) 2016. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. The rv pacing impedance was steady at approximately 625 ohms through (B)(6) 2015 and rose slowly from 646 to 835 ohms between (B)(6) 2015; it then rose more rapidly to 2800 ohms by (B)(6) 2016.

Event description:
It was reported that an alert sounded due to increasing and high pacing impedance on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.